Manufacturer narrative:
The warranty form returned with the device stated that the time expended was 22 minutes and not 22 minutes and 04 seconds as initially reported. The fiber tip was not cleaned during the procedure.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-740b-2024: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at 176,830 joules of use and 22:04 minutes, "side firing changed to end firing" was noted. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: "no injury" to the patient reported.